Event description:
It was reported that the patient experienced bradycardia after his device was turned back on. No additional relevant information has been received to date.

Event description:
It was reported that there was no change in the patient's bradycardia when vns was turned off. The bradycardia was reported to have responded to medical therapy. No additional information has been received to date.

Event description:
It was reported that a patient was hospitalized due to bradycardia. The physician on site believed this may have been related to the patient's vns. The physician wanted to attempt to trial disabling the device to see if the bradycardia was affected, but it is unknown if this occurred. No additional information was received to date.